Event description:
It was reported that reoperation was performed on july 15 due to lead dislocation.the lead was replaced with a new one, and the procedure was completed.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.